Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00476-1, , 0001526350-2023-01385. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the customer cutter check due to damage; however, the repair was not completed because cutters are not repairable. The cutters were returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by a medical professional that the mesher plate blocked and did not cut properly. The skin graft was unusable. An additional unplanned skin graft was required from the patient and there was a 16 to 30 minute delay in procedure. Due diligence is complete. No additional information is available. At product evaluation investigation the cutter failed.